Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced hyperglycemia after eating bread and chips, with sensor glucose reaching 251 mg/dl and a confirmatory fingerstick value of 243 mg/dl, following a pre-meal glucose of approximately 140 mg/dl. The user had changed infusion supplies earlier the same day and reported no leaking or kinking. Troubleshooting and education on potential causes were provided, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included self-monitoring with subsequent glucose decline to 126 mg/dl, without medical intervention or hospitalization. Investigation activities included a user interview, device use review, and troubleshooting guidance. The investigation revealed no device malfunction, no infusion set leak or occlusion, and an event consistent with postprandial hyperglycemia of unclear cause. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.